Manufacturer narrative:
Upon receipt to the (B)(4) laboratory, analysis confirmed a shorted lead fault after a 41 joule shock attempt was recorded on (B)(6) 2011, seven minutes after it had been taken out of storage mode. On (B)(6), a shock on t was performed that resulted in two charge time-outs and the end of life timestamp was recorded. A fourth charge was attempted on (B)(6) which also resulted in a charge time-out. Analysis concluded the damage incurred when the device output was shorted during high voltage shock delivery.

Event description:
Boston scientific received information that during the implant, this defibrillator displayed normal shock impedance measurements. When the patient was induced, no shock was delivered. The lead was replaced, and a second attempt to induce again revealed similar results and a shorted lead error code. In addition, the capacitor time was increased. An internal technical service consultant was contacted. It was thought this device was damaged from the shorted lead. Device replacement was recommended a replacement procedure was performed. This device was removed and replaced successfully. No adverse patient effects were reported.

Manufacturer narrative:
When the device has been returned, analysis will be performed and this event will be updated.